Event description:
The customer reported to medela customer service that the transformer housing for her pump in style breast pump has fallen apart exposing inner electrical circuitry, which is a safety risk.

Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power adapter be returned by evaluation. The defective power adapter has not been received at medela as of 07/30/2014. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. In the follow up with the customer, she indicated tha there was a breach in the transformer housing.